Event description:
Reporter indicated, a vns patient had high lead impedance readings at an office visit. Vns lead and generator revision surgery is planned. Attempts for further information are in progress.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.